Manufacturer narrative:
Correction to h6; component code, investigation findings, and investigation conclusion. Please note that the device code for system component separate has been removed as code as evaluation found that the c-marker was attached. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection identified that the liner was fully expanded and the distal tip was opened as designed. The liner was observed to be circumferentially delaminated and inverted for approximately 3.5 inches in length from the distal tip, with tenting noted on the sheath shaft at approximately 3.25 inches from the distal tip. Upon straightening the inverted and delaminated liner, the c-marker band was present and remained attached to the distal liner. The distal tip was observed to be split along the axial score line, with minor soft tip damage and stretching also noted. No dimensional or functional testing was considered relevant to support the root cause investigation into this complaint. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of DHR and IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As the non-edwards bav had a burst balloon, it is likely that the altered balloon profile increased interactions with the sheath during withdrawal, leading to resistance. Available information suggests that procedural factors (withdrawal of non-edwards altered balloon) may have contributed to the complaint event. Withdrawal of a non-edwards device with an altered balloon profile can lead to the non-edwards system to catch onto the sheath liner and delaminating it. The operator may also apply device manipulation (i.e. High withdrawal force) to overcome any difficulty, which can further result in distal tip split. Available information suggests that procedural factors (withdrawal of non-edwards altered balloon, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist, during a valve in valve procedure using a 26mm sapien 3 ultra valve inside of a pre-existing edwards surgical valve, following deployment of the 26 mm s3u valve, the team decided to perform balloon valve fracture (bvf) using a 26 non-edward's balloon. The balloon ruptured, and resistance was encountered while attempting to remove it from the sheath, requiring forceful withdrawal. Upon removal, the sheath was noted to be invaginated. The patient remained stable with no reported complications. Pre-decontamination evaluation findings demonstrated circumferential liner delamination extending approximately 3.5 inches. The c-marker band was not present. Minor soft tip damage and liner stretching were observed, along with minor high-density polyethylene (hdpe) damage along the area of liner delamination.

Manufacturer narrative:
The investigation is ongoing.